Event description:
It was reported that during a tonsillectomy procedure using a coblator ii controller, the unit was allegedly not working properly. The surgeon opted to complete the procedure using a competitive device. There were no significant delays or patient complications reported as a result of this event.